Event description:
Reporter stated that pt obtained the following results, on the accu-chek nano system, within 10 minutes: 5.7 mmol/l, 4.4 mmol/l, 4.1 mmol/l, 7.2 mmol/l, and 6.5 mmol/l. Reporter noted that pt did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in the (B) (6).